Event description:
The customer contact reported that solution from the secondary line possibly backflowed into the primary line. At 1800, line a of the device was programmed to deliver an unspecified solution, at a rate of 125ml/hr, with a vtbi (volume to be infused) of 50ml, and the delivery was started. At 1741, line b of the device was programmed in the piggyback mode, to deliver an unspecified concentration of cefazolin, at a rate of 100ml/hr, with a vtbi of 50ml, and delivery was started. It was reported that after a few mins, the nurse noted that line b displayed a vi (volume infused) of 2.5ml; however, the cefazolin container was empty. The device was removed from clinical service. The nurse could not specify if the medication flowed into the primary container or to the pt; however, the customer contact indicated that the contents of the container on line a was delivered to the pt using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. (B)(4).